Event description:
It was reported that stent moved on balloon occurred. The diffused, de novo target lesion was located in the heavily calcified right coronary artery. Following pre-dilatation, a 38 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was found that the stent was displaced from the balloon. The procedure was completed with a different device. There were no complications reported and the patient status was stable.